Event description:
(B)(4). Severe pain in both sides, numbness in legs, dizziness, hair loss, vision impairment, unexplained rashes, itching, loss of sex drive, painful intercourse, swelling, extreme fatigue, heavy periods, painful cramping in abdomen, chest pains.